Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Healthcare professional reported left side calcification, intracapsular fluid and capsular contracture, baker grade unknown. Additionally it was reported "circumscribed nodule," "t2-weighted nodules," "non-uptake nodule," and "tiny cysts sparse" all deemed not device related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.